Event description:
It was reported that a patient experienced an allergic reaction following rotator cuff repair surgery. An arthrex titanium corkscrew anchor was implanted during the procedure. The patient's symptoms are unknown. No further information was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.